Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump wasn't accurately reading the amount of insulin remaining in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the pump's black box and alarm history showed no activity outside of normal use. A 100u cartridge was correctly loaded and displayed on the screen. The ¿ez-prime¿ steps were performed correctly, and a low cartridge warning was simulated with a 20u threshold. The pump gave the appropriate warning. The alleged issue could not be duplicated.